Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that if they were lying down and moved or sneezed, they would feel a "boom boom boom" in their chest. The patient had been implanted with a cardiac resynchronization therapy pacemaker (crt-p) a few days prior. The patient reportedly felt the sensation less after moving the remote transmission monitor to the other side of their bed. It was noted the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event.